Manufacturer narrative:
Submit date: 2017-06-27.

Event description:
The customer stated that the tubing is cracked at the connection site causing leakage of fluid further down the tubing making it hard to aspirate.

Manufacturer narrative:
One used sample was received for evaluation. During the visual inspection it was observed that the tubing was cracked. The failure mode reported is confirmed. The device history record review could not been performed since the lot number was not provided. After the process and procedure review it was concluded that the reported condition is not due to a manufacturing issue since the failure mode could not been replicated. The possible root cause could be related to an inadequate handling of the product or use of the incorrect syringe. No corrective actions will apply since the failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.